Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while the pump was charging. The pump battery was not charging and subsequently, pump shutdown. After charging for an additional amount of time, the issue was resolved and battery was charged. Customer's blood glucose was 118 mg/dl.